Event description:
Device for morphine was implanted on rptr's right side on 5/4. Within a very short time period, rptr began to experience high fever, sweats and swelling around the site. Rptr returned to physician who tested her and found a serious staph infection which required hospitalization and further surgery to remove the device in order to "save my life." The source of the infection was never told to rptr.